Event description:
Customer reportedly received results of 88 mg/dl and 34 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self treated with orange juice and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.

Event description:
Customer reportedly received results of 88 mg/dl and 34 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self treated with orange juice and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.